Event description:
It was reported that during a cryoablation procedure a system notice was received and blood was noted in the coaxial cable. The balloon catheter and coaxial cable were replaced and the procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.